Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The probable cause could not be determined via data. No injury or medical intervention was reported.